Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the escape button was not functional on the insulin pump. Customer stated the button was hard to press and was not clicking. Customer's blood glucose was 153 mg/dl. Customer also reported experiencing high blood glucose and then low blood glucose because their basal rates were changed. The customer could not recall any significant events leading to the keypad issues. Troubleshooting found the insulin pump passed a self-test and displacement test. Customer declined to return the product for analysis.